Event description:
It was reported that during the insertion of a pfna blade, the impactors shaft broke apart. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection was performed and device met specifications. However, a review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during the insertion of a proximal femoral nail antirotation blade, the impactors shaft broke apart